Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of angina, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initially filed report, the following information was provided: the second graftmaster covered stent was also a 2.8x16mm. The in-stent re-stenosis was pre-existing. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
The procedure was to treat the saphenous vein graft to obtuse marginal (svg to om) artery. The 2.8x16mm graftmaster covered stent was deployed where a presumed wire perforation / aneurysm was present. Post deployment, a significant amount of leak was still occurring even though it was noted to have slowed. Another graftmaster was advanced but was not able to cross beyond the initial implanted graftmaster stent. A 3.0mm size balloon dilated the implanted graftmaster and after this the initial leak in aneurysmal segment further slowed and nearly stopped. However, distal stenosis was still present and a 3.0x12mm non-abbott drug eluting stent was placed into the in- stent stenosis segment and showed reasonably acceptable lesion result. The patient was in stable condition post procedure. Some chest discomfort was reported during the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.